Event description:
It was reported that an ilet pump fell from the patient¿s pocket and the housing split into two pieces without striking the ground, consistent with a broken or cracked enclosure and screen damage, and a replacement was provided with instructions to revert to backup therapy and to shut down the device. Symptoms included no change in blood glucose. Outcomes included no alerts or alarms affecting therapy continuity and no medical intervention. Investigation included review of user report, shipment tracking follow-up, and return of the device for assessment. Investigation of the returned device revealed external physical damage to the pump consistent with accidental damage to the device housing and display, with no reported functional impact to glycemic control.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.